Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician¿s programming system was not functioning properly. The programming system was returned and analysis has been completed. An analysis was performed on the handheld. No functional anomalies associated with the handheld performance were identified during the analysis. A visual analysis of the handheld identified that the main battery was swollen; however this had no functional impact on the device performance. The handheld performed according to functional specifications. An analysis was performed on the flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.